Event description:
I am writing to you about my troubles with guidant defibrillators. I had a heart attack in the middle of the year 2000. The doctors put in stents and I got better, but the doctor insisted on putting in a defibrillator. The first one was bad and they had to exchange it. They then put another one in and that was when my health went downhill. I could not walk with out falling down, I fell several times. The times I fell I would have to crawl to something to pull up by. I also could not drive; I had to hire someone to carry me to the doctor, drug store, and grocery store, etc. My hands shook so badly I could not eat well, the fork or spoon would drop the food off before I could get it to my mouth. My body would jump sometimes almost out of a chair or bed. My wife counted 25 jumps in one night. The area around the defibrillator would sting and burn sometimes. The doctors consulted with other colleagues but could not find a reason for all of these problems. After 4 years of living like this the doctors said it had to come out quickly. They removed it and said it was not working. It had a fluid around the pocket of the defibrillator that resembled motor oil. I wrote a letter to guidant and they sent me money to help me with my expenses and they said they would pay my last hospital bill which they claimed to have already sent to hospital. The hosp said they never rec'd it and my insurance finally paid it. They put in another defibrillator after they took the first one out. It lasted about 6 months before it got infected and had to come out. I cannot work, but am getting along alright. I came close to death several times, but for the grace of god I lived through it. It took five years of my life away from me and my wife of 55 years. I have been trying to get some kind of settlement from guidant, but they say it was from natural wear. It never did go off in the four years. I tried to get the doctors to take it out after the first year, but they did not want to remove it. I was told it would last 5 to 7 years, but it never did work. I sent the guidant lawyer numerous dr reports, but I have not had any positive response from him. My heart has never been in rhythm which the drs said it was. It seems like the drs are trying to help guidant or they just don't want to become involved. If you can help me get some kind of settlement out of guidant for all we have been through, it would be such a great help. Our total income is social security. I have plenty of freinds, family, and neighbors who will tell you this is true and will vouch for the bad shape I was in. My wife and I would appreciate any help you could give us in this matter. I believe the people at guidant should be prosecuted and have to pay for not warning drs about the problems.